Event description:
The customer complained of an ongoing issue of failed calibrations on their cobas 8000 cobas ise module (double). The customer provided the data for 1 patient that was a reportable malfunction for ise indirect na and k for gen.2. The initial sodium result was 123 mmol/l with a data flag. On (B)(6) 2019 the same patient sample was tested on a cobas c501 with a sodium result of 136 mmol/l. The initial potassium result was 3.7 mmol/l. On (B)(6) 2019 the same patient sample was tested on a cobas c501 with a potassium result of 4.38 mmol/l. The erroneous results were reported outside of the laboratory. The results from the cobas c501 were deemed to be correct. There was no adverse event. The patient sample was processed by a modular pre-analytical system. The customer found that a nut that keeps the sipper nozzle secure was loose. The customer tightened the sipper unit. The field engineering specialist performed ise check, calibration, qc testing all with acceptable results. There have been no further issues following the service visit.